Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified because the phenomenon was not reproduced during inspections. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: worn-out connector and scope socket had poor connection, the non-olympus lamp life meter was expired (reading over 500+hours), and the air pump flow rate measured out of specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus that water leaks from the output connector on the evis exera iii xenon light source . The issue was found during preparation for use of an unknown procedure. There were no reports of patient harm.